Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2009-00030 (avaulta posterior biosynthetic support system). Bard MDR ref#: (B)(4) (which corresponds to bard complaint (B)(4) described as "unknown sofradim product").

Event description:
Procedure: urological and gynecological. According to the reporter and other additional information received: the patient underwent a total abdominal hysterectomy with anterior and posterior colporrhaphy with avaulta anterior and posterior graft along a transobturator sling and excision of rectal skin tags. The preoperative and postoperative diagnosis were pelvic organ prolapse, rectal skin tags and pelvic pain. The admitting diagnosis was symptomatic uterine prolapse, chronic pelvic pain, symptomatic cystocele and rectocele, and stress urinary incontinence. The preadmission history and physical report indicated a freely mobile uterus at second to third degree uterine prolapse, second degree cystocele, rectocele, and no enterocele. The patient underwent subsequent surgeries on (B)(6), 2007, and on (B)(6), 2009, at which time, the vaginal graft was explanted.